Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set was not sticking and fell off after 1-3 hours from placement on a patient. The reporter noted that the device failure was due to an adhesive quality issue. No patient injury was reported. See MFR: 3012307300-2017-00951, 3012307300-2017-00952, and 3012307300-2017-00954.